Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
Hold for tg 11.3during device check, a fully charged autopulse li-ion battery sn(B)(4) would not power up the autopulse platform. The status leds of the autopulse li-ion battery showed four solid green lights, indicating the battery was fully charged. No patient involvement.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.